Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse determined that the cause of the misread sample position was due to a missing stop pin in the stat entry queue assembly. The fse determined that when the customer inserted the sample rack into the stat entry queue, the rack exceeded the location of the stop pin, causing a misread sample. The fse determined that one sample rack was affected and that four sample tubes were inserted into this stat sample rack. The fse corrected the stat entry queue assembly. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer observed that on an advia centaur xp instrument, incorrect sample results were obtained. When the sample barcode scanner scanned the stat rack, the tube in c position misread as the d position. Three discordant patient results were reported to the physician(s) and one result was questioned. There was no other available data associated with this event. There are no known reports of adverse health consequences or patient intervention due to the sample misread.